Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. It was reported that on the morning of (B)(6) 2022, the patient had taken insulin and ate breakfast. Afterwards, the patient went out to play football but before they had a chance to play, they had a seizure. An ambulance was called and when they arrived, they checked the patient's bg and it was 37 mg/dl while the cgm was displaying 87 mg/dl. The patient was taken to the emergency room where they stayed for 4-5 hours and was sent home after the patient was in stable condition. According to the patient's parent, there was no medications provided to the patient during the time of the event. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.